Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the device was not being detected on the drawer. A field service engineer (fse) found that drawers had failed upon arrival. The drawers were tested using hta(hardware test application), and after performing a hard shutdown and reboot, the issue was resolved. No debris was found during the inspection. The drawers were successfully recovered in the application and inventoried. Diagnostics confirmed that the system was functioning properly, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on drawer and unable to recover storage space. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.